Event description:
Event description cpi received information that during a routine followup procedure on a pacemaker dependent patient, this implantable pulse generator (ipg) was exhibiting no capture. The following day, an invasive procedure was performed to reposition the lead (medtronic). After the repositioning, the ipg was tested and functioned appropriately. During the closing procedure the ipg began to pace at a rate lower than programmed to and 'after a few minutes stop of stimulate'. 'It was necessary to reanimate the patient with a punch on the breast'. The physician elected to explant the ipg.